Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with penile curvature and floppy glans. During surgery, inadequate cylinder extension to the glans was identified. The existing 18 cm lgx cylinders with 3 cm rear tip extenders (rtes) and the pump were explanted and replaced with 21 cm cx cylinders with 2 cm rtes and a new pump. The original reservoir was retained. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instruction. The reported patient symptom and the length too short, are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with penile curvature and floppy glans. During surgery, inadequate cylinder extension to the glans was identified. The existing 18 cm lgx cylinders with 3 cm rear tip extenders (rtes) and the pump were explanted and replaced with 21 cm cx cylinders with 2 cm rtes and a new pump. The original reservoir was retained. No additional patient complications were reported.